Event description:
During a pt procedure, the pt went from v-tach to v-fib. Reportedly, when a 300-joule shock was attempted the device indicated shock not delivered. The device operator attempted to shock again with the same message displayed on the device. A back up device was obtained and hard paddles were used to deliver 2 shocks to the pt. The lab staff believe the back up device did not deliver energy to the pt as the pt was not converted. The device operator switched to hands free electrodes and was able to successfully convert the pt. The reporter stated the pt did not suffer any adverse effects to the pt as a result of device operation. The reporter stated there was a 3-4 min delay from the onset of v-fib to a successful conversion.